Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. The balloon was observed to be missing and most of the proximal ligature had slipped from its intended position and was covering the inflation hole which could have prevented the balloon from deflating during use at the hospital. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. We have also tested 5 units of recently qc released over-the-wire embolectomy catheters from a different lot number . The balloons in these catheters were pull tested to their validated parameters. After the test, the balloons and ligature of these catheters were inspected. We did not observe slippage in the ligature in any of these catheters. All of the balloons inflated normally and deflated within their acceptable time limit. At this time, we could not conclusively determine the root cause of the defect. It is possible that the tortuous anatomy of the patient, calcified plaque that were present in the patient's vessel, and the excessive tension on the device during the procedure could have led to this failure. Please note that our manufacturing team does perform 100% inspection on each device to ensure that the ligature properly binds to the shaft of the catheter and an adequate amount of glue is present on the ligature. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ) since this catheter is not designed to withstand the additional pull force needed to remove these materials. There was no injury to the patient as a result of this incident.

Event description:
During thrombectomy at the forearm of a hemodialysis patient, the catheter was inserted into the vessel using a 0.018 inch guidewire. While pulling the catheter to remove the thrombus, the balloon ruptured and it could not be deflated completely. There was no injury to the patient as the result of the incident.